Manufacturer narrative:
Concomitant products: ddmb1d1 ICD implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered. The pacing impedance was noted to have increased and oversensing/noise was noted on non-sustained episodes. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.